Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. Post procedural imagery was received by the facility, and the following was observed: the distal tip appears torn axially and radially along the distal edge of the liner, and separated. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for difficulty advancing through esheath, system components separate during use and esheath distal tip torn were confirmed per evaluation of the returned device imagery. As reported, 'resistance was felt as the valve was exiting the esheath+. Additional force was applied, and the team was able to advance. At the end of the case, part of the tip of the esheath+ was missing. The team did not see the piece in the patient, but they were not able to locate it.' Per evaluation of the returned imagery, the sheath distal tip was observed to be torn and separated. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. It is possible that the additional force applied to overcome the reported resistance may have lead to the sheath tip tear and component separation. A CAPA was previously initiated to pursue potential process improvement activities regarding tip expansion, which was previously identified. As such, the failure mode may be related to procedural factors (improper expansion of the sheath tip during thv advancement and/or excessive manipulation) may have contributed to the complaint events. However, due to insufficient information a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, actions are required at this time.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 29mm sapien 3 ultra resilia, resistance was felt as the valve was exiting the esheath+. Additional force was applied, and the team was able to advance. At the end of the case, part of the tip of the esheath+ was missing. The team did not see the piece in the patient, but they were not able to locate it.